Event description:
A 3.5mm diameter by 18mm length s7 stent delivery system was inserted to treat a severely calcified lesion in the left anterior descending coronary artery. It was not possible to reach the target lesion, therefore, the stent delivery system was removed from the pt. The target lesion was then pre-dilated a second time and the s7 stent delivery system was re-inserted into the coronary artery. It was reported during tracking of the stent to the target lesion, the guide catheter, guidewire and stent delivery system unexpectedly prolapsed into the aorta. When the stent delivery system was pulled out of the pt, it was noticed that the stent was no longer on the delivery balloon. The dislodged stent was located in the iliac artery and successfully snared and removed from the pt. The target lesion was subsequently treated with the deployment of another s7 stent. The pt was reported fine post procedure and there are no add'l clinical sequelae related to this event. The severely calcified lesion likely contributed to the stent not crossing the lesion. The unexpected prolapsing of the guide catheter, guidewire and stent delivery system into the aorta may have contributed in the stent dislodging from the delivery balloon.